Manufacturer narrative:
Model number/catalog number: sc-3400-30, serial number: (B)(4), batch/lot number: 15933237, model/catalog description: splitter 2x8 kit-sterile. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the lead and splitter revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate pain relief. It was also reported that the patients lead had migrated. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.